Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep interrogated the patient today and saw the left side has the issue but it is only one 'red' contact, 2/c shows 213ohms. All other bipoles seem normal. No symptoms were reported.